Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Upon receipt, the device was found to be in backup vvi reset mode. Noise was observed via review of the stored electrograms. The device was tested manually on the bench and using automated test equipment and was found to be normal. The root cause of the observation from the field of noise could not be determined.

Event description:
It was reported that the device was in bvvi mode. The patient received several shocks the night before. Review of printouts showed the device experienced a power on reset. The device was explanted and replaced.